Manufacturer narrative:
(B)(4). Additional information will be provided upon investigation conclusions.

Event description:
It was reported to arjo representative that there was the incident with the involvement of maxi twin passive floor lift and passive clip sling. It was stated that during patient's transfer one of the clips detached from a lift spreader bar. Patient did not completely fall out as she was partially held by the sling. However, resident's face hit the leg of the lift. As the consequence of the event patient sustained trauma, close to eye, which was confirmed to be a bruising on the cheek.

Manufacturer narrative:
On 2019-jul-24 it was reported to arjo representative that there was the incident with the involvement of maxi twin passive floor lift and passive clip sling. It was stated that during patient's transfer one of the clip's detached from a lift spreader bar. Patient did not fell completely out of the sling. However, resident's face hit the leg of the lift and as the consequence of the event patient sustained trauma which was confirmed to be a bruising on the cheek. Based on the information provided by the arjo representative who visited the facility "it happened due to a sudden movement of the patient during the handling". After the event there was the device evaluation provided. The lift was working correctly, with no abnormalities found. Sling was found to be in a good condition, with no signs of wear or tear. We cannot determine its manufacturing date with a certainty. However, based on the photos attached to the complaint we are able to clearly determine that the sling was fitted with "grey" clips. We can state that this type and production spread of slings were supplied with instruction for use's (IFU) that state the sling should be discarded after two years lifetime, or before that, when damaged. Production of slings with grey clips was seized some time ago (between 2005 -2006). Grey clips were replaced with black clips of a new design, to unify the sling range. Therefore sling was over 14 years old at the time of the event. The sling instruction for use (max01510 int issue 3) contains information that: "the useful life expectancy of the arjo sling is approximately two years providing the sling is used under normal usage conditions and is regularly cleaned, decontaminated and examined in accordance with arjo recommendations." The instructions for use for maxi twin (04.kt.00/1gb may 2006) provides pictographic procedure regarding proper clip attachment process. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: "always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." "The attendant should always tell the patient what they are going to go, and have the correct size sling ready." Based on the product knowledge and a previous simulation provided regarding clip detachment, when the labeling is followed and the sling is placed in the correct way and the instruction of using the system is followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. From the above it can be concluded that misusing of the clip attachment and incorrectly attaching it to the spreader bar was the main root cause of the event which occurred. Additionally, according to provided pictures of the sling we can also state that size xl (140-200 kg) instead of m (55-75 kg) was used. Patient weight was only 65 kg so incorrect size of sling can be consider as additional factor contributing to the event. The system, clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling that could cause or contribute to the event however, the misused clip attachment occurred and from that perspective, the system did not work as intended. The complaint was decided to be reportable due to the circumstances: clip detached during transfer causing patient to sustain not serious injury.